Manufacturer narrative:
H4: the device was manufactured from february 20, 2020 - february 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that the bladder had ruptured. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This issue was discovered during patient infusion. The set was filled with chemotherapy medication. There was no patient injury or medical intervention associated with this event. No additional information is available.